Event description:
It was reported, the patient was experiencing ventricular fibrillation (vf) and fainted as the device delivered 4 shocks that were unsuccessful in terminating the arrythmia. A 5th shock was successful in terminating the vf. Additionally, when the device was interrogated, low r wave was observed and there had been previous inappropriate shocks delivered for supraventricular tachycardia (svt) due to an incorrect interpretation of signals that were treated as vf. The patient was hospitalized and the vf zone has been reprogrammed on the device. The patient was stable.